Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's spouse reported that the patient experienced inaccurate cgm values 3 days after the sensor was inserted in the abdomen. On 10/16/2024, the patient experienced diaphoresis. The tandem tslim in modified closed loop cgm display device was showing reading of 82 mg/dl and the blood glucose was not checked. The spouse provided peanut butter and transported the patient to the emergency department. There, the bg reading was 35 mg/dl and the pump reading was not noticed by the spouse. The patient was given IV dextrose and discharged after 3 hours. There was no documentation of further medical evaluation or intervention. The patient was okay at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.